Event description:
The pt reported a left eye severe corneal abrasion associated with wear of focus dailies contact lenses. An immediate burning sensation was felt upon lens insertion and become swollen and closed. She tried rinsing eye with renu solution, but was unsuccessful due to swelling. She sought immediate care from her optometrist who anesthetised the eye, removed the lens and referred immediately to an ophthalmologist. The optometrist's report stated, slit lamp examination with fluorescein revealed severe and diffuse (grade 4) corneal deep epithelial staining left eye involving >90% of corneal surface. Visual acuity was 6/60. The optometrist urgently referred the pt to an ophthalmologist. The pt had previously worn focus dailies lenses for three years without incident. The ophthalmologist's report stated pt presented with severe pain and blepharospasm, left eye. He diagnosed a large corneal abrasion and prescribed treatment with steroid antibiotic combination. Lesion healed completely within ten days. Pre and post event acuity has not been provided. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." A review of the manufacturing records is underway for the reported lot. If any abnormality is found, a follow up report will be provided.